Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the pump was not working. During the procedure it was noticed that the tubing was kinked therefore it was cut and connected again. No patient complications were reported.